Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from the dialysate inlet port of a prismaflex m100 set during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported event. Functional air leak testing was performed (pressure 2 bar) and a leak was observed at the level of the return screwed connector due to a crack in the connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was determined to be related to shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection observed the reported leakage from the housing of the filter. The reported condition is confirmed. The video did not identify any specific defect on the impacted set that could explain this leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.